Event description:
Health care professional (hp) reports a fiber leak noted by blood in the dialysate compartment near the onset of the patient treatment. New disposables were used to continue the treatment without incident. The dialyzer was reused 5 times prior to this report. The customer reports no patient injury or need for medical intervention.